Event description:
It was reported that there was high threshold, intermittent capture, and intermittent sensing at maximum sensitivity. The atrial lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead implanted: (B)(6) 2011; 419688 lead implanted: (B)(6) 2011. (B)(4).